Event description:
Event description guidant received information that this ventricular lead was repositioned due to an increase in threshold measurements and exit block, sensing was good. During the reposition procedure, the physician noted that the lead had moved from the original position and a slight bend was observed on fluoroscopy between the distal and proximal ring.